Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex coronary artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. Damage/protector tip problem was noted. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this product investigation is assigned the most probable cause classification of failure to follow instructions. This code was selected as the most probable complaint cause based on the information available. Based on the event description, the balloon was inflated beyond the recommended rated burst pressure. The IFU instructs the user to not exceed the rated balloon burst pressure.

Event description:
It was reported that balloon rupture occurred. The 97% stenosed target lesion was located in the moderately tortuous and severely calcified mid left circumflex coronary artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured. Damage/protector tip problem was noted. The procedure was completed with another of same device. There were no patient complications. Patient was in good condition. It was further reported that the balloon was inflated beyond the recommended rated burst pressure, and that there were no other issues.